Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been not available for further evaluation. Based on information provided nozzle unit for o2 gas module was defective and its replacement is necessary. No parts were returned to factory for further analysis (nozzle unit will be discarded). Therefore, the exact root cause of the failure cannot be established.

Event description:
Manufacturer's ref. (B)(4).